Manufacturer narrative:
The customer canceled the svc call. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9800 system had a pre-charge error prior to a case. No pt injury was reported.